Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified left external iliac vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during inflation at 2 atmospheres for 2 minutes, the balloon ruptured. The balloon was removed and the procedure was completed with another of the same device. No patient complications were reported.